Event description:
It was reported when using the pyxis anesthesia es system pn-a-mg-en matrix drawer failed. A certified registered nurse anesthetist indicated that the reported malfunction was a recurring problem with the anesthesia cart located at the maple grove same day surgery and endoscopy center. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all drawers failed. A field service engineer found that the light-emitting diodes on drawer board 4 were significantly dimmer than the other two drawer boards and wiggled some of the connections on the board and the lights began to flash brighter, and turnoff intermittently. A field service engineer replaced the drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.